Manufacturer narrative:
(B)(4). The lot was manufactured from august 11, 2014 to august 12, 2014. The device was received and the evaluation was completed to investigate the reported event. A visual inspection was performed with no issues noted. Flow rate testing was performed and found the device¿s flow rates to be within specification. Therefore, the reported issue could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (B)(6) infusor under-infused 60ml of fluorouracil with 44ml of saline solution. The infusion was incomplete as the drug still remained in the bladder. There was no patient injury or medical intervention associated with this event. No additional information is available.